Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: provided images 'photo 1' and 'photo 1 marked' show an implanted iol. There appears to be a dark line/mark over the iol optic. The origin of the observed dark line/mark cannot be verified from the returned photo and without the evaluation of the physical product. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a black line was seen on the surface of the iol when the iol was inserted into the eye. The scratch or dirt could not be removed after cleaning the front and back of the optical part with irrigation and aspiration. The surgery was completed as it was, the lens still remains in the patients eye. The injector and cartridge used are being checked and there was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.11. Video review: the returned video shows the procedure of intraocular lens (iol) implantation. However, only the cartridge nozzle tip is visible in the video, the remaining part of the cartridge is not shown. Additionally, the steps related to cartridge preparation are not demonstrated. The cartridge (tip only) appears when the iol is being implanted. The iol is successfully implanted. A dark line or mark is observed on the iol optic area after implantation. The origin of the observed line or mark cannot be confirmed from the returned video. The manufacturer internal reference number is: (B)(4).